Event description:
It was reported that after the device was removed from the package, the stent implant was partially deployed. The device was not used on the patient and another xpert stent was used to complete the procedure successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xpert 3x30mm self expanding stent system (sess) was returned with blood in the tip and in the guide wire lumen, consistent with being advanced over a guide wire. There was no saline visible. The stent implant was returned stationary on the shaft and partially deployed 5mm distal to the distal marker. There was no damage noted to the stent implant. The sheath was retracted 2.5mm proximal to the tip crown. There was no damage noted to the sess. The tuohy borst valve was returned in the locked position. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not a result of a manufacturing deficiency, all sess are inspected for damage during the manufacturing process. In this case, it may be possible that the premature deployment is related to handling during preparation or advancing over the guide wire, as there was blood in the tip and in the guide wire lumen. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) for this lot and there have been no other incidents reported for this lot. Overall, a conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product quality deficiency.